Event description:
Device issue: material rupture. Time of device issue: during post-dilatation. Adverse event: none. It was reported that during post-dilatation, the voyager nc balloon ruptured at 4 atmospheres during the first inflation. The balloon catheter was removed and there were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. Although there does not appear to be any indication of a product quality deficiency, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. A review of the device lot history record did not reveal any non-conformities which could have contributed to this complaint.